Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, IFU, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. There have been no other complaints associated with this lot as the lot only contains this device. Per the instructions for use: ¿each zenith device is shipped with instructions for use (IFU) t_zaaasz_rev3, listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure." A device history record review could not be performed due to insufficient lot information. An image review determined that there was an endoleak adjacent to the distal zsle legs (both with catalog number: zsle-24-74) in the distal sac is confirmed. The source of the endoleak is uncertain. It could represent a type iii fabric defect or suture hole endoleak. Calcification adjacent raises the possibility of fabric erosion or perforation. A left type ib endoleak is also possible. Contrast flowing around the sealing stent into the sac and connecting to the endoleak is suggested. Because no connection to an artery or the fourth lumbar artery endoleak was observed, a type ii etiology is unlikely. Significant findings relative to the patient's anatomy were observed. Both common iliac artery landing zones were dilated to the sealing stent's design diameter. Dense calcification was adjacent to the endoleak and distal left zsle fabric. The left zsle purchase was marginal, particularly given a maximal diameter left cia seal zone. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. The image review and a visual inspection of the images provided could not definitively determine the type of endoleak and therefore a root cause was unable to be found. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The investigation remains in process. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative was contacted by the physician advising of a patient treated in 2015 for an abdominal aortic aneurysm (aaa). The patient underwent an endovascular aneurysm repair (evar) and received one zalb (main body graft) and two zenith flex with spiral-z technology aaa endovascular graft iliac legs. The exact product codes were not supplied. The physician advised that follow-up scans have been okay up until this year. The latest report shows a possible type iii endoleak. Imaging has been provided for review and the physician is requesting feedback.